Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04797. It was reported that both of the patient's leads migrated and patient lost effective therapy. In turn, surgical intervention was undertaken wherein both existing leads were explanted and replaced to address the issue. Reportedly, effective therapy was established post-operatively.